Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient believes their deep brain stimulation (dbs) has been hacked. The patient was at a counselor appointment and started talking about "sensitive things" and in that moment, they experienced a strange sensation with their therapy. They described it as an extreme increase in stimulation, similar to when they were first programmed but more intense and "pushing the limit." They passed out in their chair for a moment and they were in shock. They said the counselor told them that they had a look of shock on their face when the episode happened and they couldn't focus after that and they were very traumatized. They have read articles online that it has happened to others. The patient was redirected to their healthcare provider to further address the issue.